Event description:
During product eval, the pump revealed failure code 570. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
Eval summary: failure code 570 was confirmed. Inspection of the device revealed that the pump's batteries were depleted and were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being invetsigated under CAPA.